Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and verified that the unit was fully functional with no issues other than not being to remove the console form the cart. The fse lubricated the latch assembly and release mechanism, and the problem disappeared while troubleshooting. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check by the customer, cardiosave intra-aortic balloon pump (iabp) latch of was not working properly. There was no patient involvement.